Manufacturer narrative:
Info is unavailabe; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap appendectomy, the device did not fire staples. Another device was used to complete the procedure. There was no pt consequence.